Manufacturer narrative:
Date of event: unknown. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305195 and lot number 1117246. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd precisionglide¿ needle was noted to be discolored with a pencil lead-like surface when injecting into the orencia bag. The following information was provided by the initial reporter: "resident compounded orencia with product supplied syringe and bd needle. Noted the needle was dark upon injection into bag and noted pencil lead like surface on needle. Product segregated and marked not for patient use. 750 mg orencia requires wasting."